Manufacturer narrative:
An evaluation of the suspect device revealed no manufacturing or processing related irregularities. The instrument was found to be properly manufactured and released in accordance with design specifications. Visual inspection of the returned instrument found it had fractured and separated at the 40 mm depth grove indicator. A previous investigation for this type of event found that the instrument failed due to excessive lateral bending/fatigue stress related either to the patient or clinical factors/circumstances.

Event description:
The surgeon used the thoracic probe to initiate the path within the patient's pedicle. As he was twisting and advancing the instrument, the distal tip fractured and broke off. The surgeon was able to remove the broken tip from the patient without issue.